Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. No root cause could be determined at this time. Add'l info was requested (B)(6) 2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported following intraocular lens (iol) implant surgery the iol was off axis and repositioned. Add'l info has been requested.